Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he had experienced three high blood glucose levels of 400 mg/dl to 500 mg/dl within a month. Customer's blood glucose after three corrections during time of call was 368 mg/dl. During troubleshooting, customer was assisted in performing the high pressure test, the test passed. Customer was advised to contact his doctor regarding the unexplained high blood glucose levels. Customer was advised to change the entire set, reservoir, and insulin and treat per healthcare professional's instructions. Customer will not be returning the device for analysis.